Manufacturer narrative:
(B)(4). Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump passed the displacement test, sleep current measurement, self test and active current measurement test. All currents within specification range. Power management tool confirmed pump error 25 due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly. The insulin pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. Successfully downloaded history files and traces using thus software. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board a1, electrical board a2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: cracked retainer, missing display window cover, scratched lcd window, cracked keypad overlay, cracked case (battery tube) and cracked battery tube threads.¿ in summary, customer alleged pump error 25 confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer could clear the alarm and rewind the insulin pump. Customer stated that the insulin pump was not exposed to low temperatures. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for analysis.